Event description:
It was reported that log files captured no external power, low battery advisory and hazard alarms, and power save mode events on (B)(6) 2025 due to power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 25oct2025 was reviewed. The log file captured low voltage hazard and no external power alarms on 25oct2025 from 16:33:08 to 16:33:25 and from 23:30:48 to 23:31:04 due to a loss of external power while connected to the mpu. The exact time that the initial low voltage hazard alarms activated cannot be determined as the data was overwritten by newer incoming data. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became disconnected from the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. D section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, rev. D section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.